Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When placing the implants and their respective locking screws, and when applying force, the locking screws jump, producing damage to the implants, which must be replaced

Manufacturer narrative:
Product complaint # (B)(4). Visual examination of the returned device revealed signs of operative use as evidenced by superficial markings, with its lead thread torn. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. With the information provided, a definitive root cause cannot be determined. A potential root cause may be set screw cross - threading and damaging thread during insertion. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.